Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm and motor error alarm. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer treated with insulin pump and pen. The next day blood glucose was 89 mg/dl. Troubleshoot was done and pump passed displacement test. Product will not be returned for analysis.